Manufacturer narrative:
Pictures sent from the hospital shows some incongruities: the label of the product that corresponds to redax smart drain (annex 1). A drainage tube that doesn't correspond to a redax' smart drain (annex 2). Opening of the pouch performed not in the right side, from the bottom of the pouch (annex 3). However, we have recently substituted the pouch with a similar one with chevron invitation, in order to facilitate the user in the opening phase. No similar complaints makes statistically improbable occurence of this type of defect.

Event description:
The sterile bag is diffcult to open.